Event description:
New information received notes that although the device had been reprogrammed in the past, an incident of non-sustained lead noise was reported again. Review of the episode showed that a sensing latency on the far-field channel causing inappropriate episodes. Further reprogramming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic due to non-sustained lead noise episodes found via merlin.net. The patient has a history of bigeminy and was triggering the pvc option and as a result, the atrial pace was blanking part of the r-wave. The device was reprogrammed successfully. Device remains implanted.

Event description:
New information received states the patient presented in the operating room for an ablation. It was noted that the device would pace during the rf ablation use. Troubleshooting with the grounding pad unsuccessful. An alternative ablation method was used and successfully completed. The patient will continue to be monitored.